Event description:
The recipient was reportedly a non-user of the device and elected explant surgery. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was not reimplanted. The explanted device is presumed lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.